Event description:
Bunion surgery implanted intramedullary nail and discovered 4 month after surgery that the implant bent and broke. Patient has non union and being treated with bone stimulator but may need corrective surgery. FDA safety report ID # (B)(4).